Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2010 by dr. (B)(6), due to retained foreign body in the bladder - remnant of tvt sling and lysis of retropubic bladder adhesions.

Event description:
It was reported that the patient underwent mesh removal on (B)(6) 2010 by dr. (B)(6), due to retained foreign body in the bladder - remnant of tvt sling and lysis of retropubic bladder adhesions.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary problems, organ perforation, recurrence, bleeding and vaginal scarring. It was reported that the patient underwent mesh excision and removal of sling on (B)(6) 2008. (B)(4).

Manufacturer narrative:
It was reported that patient underwent excision of the vaginal retained foreign body and cystoscopy on (B)(6) 2009 by (B)(6) for retained foreign body in the vagina and urgency. It was reported that patient underwent concurrent cystoscopy and excision of pubovaginal sling procedures.

Event description:
It was reported that patient underwent excision of the vaginal retained foreign body and cystoscopy on (B)(6) 2009 by (B)(6) for retained foreign body in the vagina and urgency. It was reported that patient underwent concurrent cystoscopy and excision of pubovaginal sling procedures.